Event description:
A patient reported experiencing inaccurate high (per ccr notes), actually, inaccurate erratic results with a otu meter. The patient's blood glucose results were 152, 122 mg/dl. Tests were done within 10 minutes with a difference of 22%. Patient did not experience any adverse events. No further information has been reported.